Event description:
Patient presented to the physician with swelling and pain at the chest incision site. Physician prescribed antibiotics. Patient returned for a follow-up appointment with improvement.